Event description:
It was reported that a cerebrospinal fluid (csf) leak occurred. The patient experienced nausea and a headache. The event occurred following a new pump and catheter implant. It was later reported that the patient experience return of symptoms. The patient¿s legs hurt. The patient was ¿good¿ until (B)(6) 2011. The patient had to take oral medication, but didn¿t have any left at the time of the report. The patient¿s status was reported to be ¿fair¿. It was later reported that the patient never had therapeutic effect. The dosage was increased by the healthcare provider (hcp), but her pain was still not controlled at all. The patient had an appointment on (B)(6) 2010. It was later reported that the patient experienced acute pain from her spine down to her rectum. She also experienced ¿tiredness¿. The patient still took oral medications like she used to but was having more difficulty getting narcotics. Since the pump was implanted, the patient had been in the hospital off and on due to the pain. On the day of the report, the patient was having excruciating pain and went to the emergency room (ER). Three months ago, the healthcare provider (hcp) took the dosage ¿way down to see if that would work, but it didn¿t¿. During her last refill on (B)(6) 2013, the hcp ¿put it back up again¿. The increase was not effective and the patient was more tired. It was noted that the hcp did a test on the pump a couple years ago. It was reported that it was ¿under a machine and looked for wires to make sure everything looked okay¿. Since then, no further tests had been done. It was noted that the patient was looking for a new hcp. The device system was used to deliver morphine.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter product ID 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).